Event description:
This 28 yr old male of history of imperforate anus approx six years ago had an artificial urinary sphincter placed. He recently presented with failure of the unit in that findings were consistent with a leak in the system causing the cuff to lose volume. Cystoscopic exam revealed no evidence of erosion into the cuff and the cuff was not inflated. The valve appeared to be functioning appropiately. The device was return to the MFR for exam.